Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture post valve deployment cannot be confirmed. In addition to the procedure itself, patient factors (advanced age, small body weight, severe valvular calcification, severe aortic root calcification, bulky native leaflet calcification, narrow sov, obliterated sov) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), prior to a transfemoral tavr procedure, a small incision was made on the xiphoid for drainage of a pre-existing pericardial effusion approximately 2 cm circumferentially due to low cardiac function. Approximately 300 ml of fluid was drained. A 26 mm sapien 3 valve was then deployed with 2 ml less than nominal volume. Post deployment tee did not indicate any abnormalities; however, aortography (aog) showed a contrast leak right below the left main trunk (lmt). Repeat tee showed a partial dissection spreading from the sinus of valsalva (sov) to the sinotubular junction (stj). Following the administration of protamine, no contrast leak was shown on repeat aog; however, blood continued to come through the incision on the xiphoid. The incision was extended and the source of the bleeding was evaluated. Blood was noted to be oozing at the base of the annulus at the left coronary cusp (lcc) near the non-coronary cusp (ncc). Hemostasis was achieved after one hour of manual compression and the placement of a fibrin sealant batch. At the time of the report, the patient was doing well. Additional information received indicated the post procedure, the patient developed a pneumothorax. The pneumothorax was resolved with drainage. The patient was reported to be in improved condition. The exact cause of the pneumothorax cannot be determined, but positive pressure ventilation may have contributed to it. The native annular area measured 448 mm2 by CT. Severe valvular calcification and severe aortic root calcification was reported. The sov was reported to be narrow. The root diameter measured 29.0 mm at the sov and 25.0 mm at the stj. Bulky calcification on the ncc protruding to the left ventricular outflow tract (lvot) was also reported.